Event description:
It was reported that the device was used in a laparoscopic gastric bypass. Upon firing of the reload, the surgeon stated it felt too smooth and the staples did not form. The case was completed by suturing the staple line. There were no patient consequences.